Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 and actual 30, confirmed mixing pump was not working because chiller tank was empty. Sending biomed 2000 hour preventive maintenance info and parts info. System hours over 4000. Per tech support or biomed via phone email on 20may2024, customer stated that they spoke with tech support. Flow rate issue was discovered. Instructed customer to turn the flathead screw in back of the device counter clockwise. This resolved the issue. The device has been returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 and actual 30 , confirmed mixing pump was not working because chiller tank was empty. Sending biomed 2000 hour preventive maintenance info and parts info. System hours over 4000. Per tech support or biomed via phone email on 20may2024, customer stated that they spoke with tech support. Flow rate issue was discovered. Instructed customer to turn the flathead screw in back of the device counter clockwise. This resolved the issue. The device has been returned to service.